Manufacturer narrative:
Visual analysis was performed on the returned product. The reported difficulty was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation determined that the reported difficulty was due to procedural related circumstances. It is likely that clearance between the inner diameter of the delivery catheter and outer diameter of the guide wire became reduced, likely due to anatomy, resulting in the devices becoming frozen together. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the internal carotid artery that was moderately tortuous. After releasing the emboshield nav 6 filter in the internal carotid, during removal the delivery catheter met resistance with the guide wire and was not sliding. The delivery catheter was removed with the long sheath that was already in place in the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.